Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. The physician noted the rv lead appeared to be hitting the patient valve causing unspecified issues. Currently additional information from the field is unable to confirm the issue. The rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.